Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the set screw of the pulse generator was stripped resulted in torque wrench could not be inserted after multiple attempts. The pulse generator was not used, and a new pulse generator was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of the lv-setscrew could not be tightened, and the wrench could not be inserted into the setscrew inset was confirmed. Analysis revealed off-center and angled wrench insertions were being made through the septum by the user of the torque wrench. This resulted in multiple septum punchouts that eventually filled the setscrew inset blocking the wrench from inserting far enough into the inset to engage the setscrew to tighten it. Also, the angled, off-center wrench insertions were hitting the sides and edges of the setscrew threads damaging them. Incorrect wrench insertions by the user of the wrench during the implant procedure caused the problems preventing the tightening of the setscrew. Lab testing found the setscrew could be tightened with the septum punchouts removed from the inset and the torque wrench correctly inserted into the setscrew inset. All problems with the setscrew were user related. The device was found normal.